Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned within an echelon 10 microcatheter. Visual and microscopic examination of the returned device revealed that the main coil was stretched and extending out from the hub of the microcatheter. During functional testing, the microcatheter was flushed and blood exited the microcatheter. A 0.0158¿ patency mandrel was advanced through the microcatheter from the distal end in an attempt to remove the coil; however the coil could not be removed from the microcatheter. The main coil stretch and jamming issue were most likely due to procedural factors. It was also observed that the coil delivery wire was kinked likely due to handling damages that limited the performance of the procedure. The reported main coil break was not confirmed, however it is probable that the stretched coil was perceived as being broken. Therefore, an assignable cause of "unable to confirm the complaint" has been assigned to the reported main coil break.

Event description:
It was reported that during a coil embolization procedure, the subject coil fractured in the (non-stryker) microcatheter. The coil and the microcatheter were removed altogether as one unit. There was no impact to the patient.

Event description:
It was reported that during a coil embolization procedure, the subject coil fractured in the (non-stryker) microcatheter. The coil and the microcatheter were removed altogether as one unit. There was no impact to the patient.